Event description:
It was observed during the device inspection, that the videoscope exhibited had foreign material in the jet channnel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information from the investigation, the reported event of the foreign material inside the secondary water channel was confirmed, but the foreign material was not identified. It is possible that leakage from the auxiliary water supply channel and the scope connector cover prevented proper reprocessing, therefore; the foreign matter could not be removed. However; a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instruction for use (IFU). The detection method is described in the instruction manual cf-h185l/I operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.